Event description:
The customer alleged non-reproducible, false troponin I (access accutni) results, primarily within the risk stratification range, for sixty (60) patients, on separate days, involving two access 2 immunoassay systems. Subsequent analyses of the patients samples, on the same instruments, recovered results primarily within the normal reference range and/or within the risk stratification. The customer did not state which results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer has implemented a proactive procedure to re-centrifuge and reanalyze all troponin I patient results greater than 0.04 ng/ml prior to releasing from the laboratory. The event was reported as part of beckman coulter marketing survey program (msp) for troponin I (access accutni). The customer did not provide any information indicating an increase in occurrence or an instrument malfunction. The customer did not provide sample preparation, quality control (qc), and system check information. This report references access 2 immunoassay system serial number (B)(4) on the event date noted.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. A definitive cause of the event could not be determined as the customer was unable to provide additional information. All related medwatch reports associated with this event: 2122870-2013-00201, 2122870-2013-00234, 2122870-2013-00202, 2122870-2013-00235, 2122870-2013-00203, 2122870-2013-00236, 2122870-2013-00204, 2122870-2013-00237, 2122870-2013-00205, 2122870-2013-00238, 2122870-2013-00206, 2122870-2013-00239, 2122870-2013-00207, 2122870-2013-00240, 2122870-2013-00208, 2122870-2013-00241, 2122870-2013-00209, 2122870-2013-00242, 2122870-2013-00210, 2122870-2013-00243, 2122870-2013-00211, 2122870-2013-00244, 2122870-2013-00212, 2122870-2013-00245, 2122870-2013-00213, 2122870-2013-00246, 2122870-2013-00214, 2122870-2013-00247, 2122870-2013-00215, 2122870-2013-00248, 2122870-2013-00216 2122870-2013-00249, 2122870-2013-00217, 2122870-2013-00250, 2122870-2013-00218, 2122870-2013-00251, 2122870-2013-00219, 2122870-2013-00252, 2122870-2013-00220, 2122870-2013-00253, 2122870-2013-00221, 2122870-2013-00254, 2122870-2013-00222, 2122870-2013-00255, 2122870-2013-00223, 2122870-2013-00256, 2122870-2013-00224, 2122870-2013-00257, 2122870-2013-00225, 2122870-2013-00258, 2122870-2013-00226, 2122870-2013-00259, 2122870-2013-00227, 2122870-2013-00260, 2122870-2013-00228, 2122870-2013-00261. 2122870-2013-00230, 2122870-2013-00231, 2122870-2013-00232, 2122870-2013-00233.

Manufacturer narrative:
Corrected to state 72 patients instead of 60 patients. All the remaining information in the original report remains unchanged. Added 2122870-2013-00229, to the list of related medwatch reports associated with this event. All related medwatch reports associated with this event: 2122870-2013-00201, 2122870-2013-00234, 2122870-2013-00202, 2122870-2013-00235, 2122870-2013-00203, 2122870-2013-00236, 2122870-2013-00204, 2122870-2013-00237, 2122870-2013-00205, 2122870-2013-00238, 2122870-2013-00206, 2122870-2013-00239, 2122870-2013-00207, 2122870-2013-00240, 2122870-2013-00208, 2122870-2013-00241, 2122870-2013-00209, 2122870-2013-00242, 2122870-2013-00210, 2122870-2013-00243, 2122870-2013-00211, 2122870-2013-00244, 2122870-2013-00212, 2122870-2013-00245, 2122870-2013-00213, 2122870-2013-00246, 2122870-2013-00214, 2122870-2013-00247, 2122870-2013-00215, 2122870-2013-00248, 2122870-2013-00216, 2122870-2013-00249, 2122870-2013-00217, 2122870-2013-00250, 2122870-2013-00218, 2122870-2013-00251, 2122870-2013-00219, 2122870-2013-00252, 2122870-2013-00220, 2122870-2013-00253, 2122870-2013-00221, 2122870-2013-00254, 2122870-2013-00222, 2122870-2013-00255, 2122870-2013-00223, 2122870-2013-00256, 2122870-2013-00224, 2122870-2013-00257, 2122870-2013-00225, 2122870-2013-00258, 2122870-2013-00226, 2122870-2013-00259, 2122870-2013-00227, 2122870-2013-00260, 2122870-2013-00228, 2122870-2013-00261. 2122870-2013-00229, 2122870-2013-00230, 2122870-2013-00231, 2122870-2013-00232, 2122870-2013-00233.

Event description:
The customer alleged non-reproducible, false troponin I (access accutni) results, primarily within the risk stratification range, for seventy-two (72) patients, on separate days, involving two access 2 immunoassay systems.